Event description:
Caller states the patient tested 3.6 inr on coaguchek s system and 2.6 inr on coaguchek xs system during duplicate testing. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in the coaguchek s system. Reference medwatch is for suspect device in the coaguchek xs system.